Manufacturer narrative:
Continuation of d10: ddbc3d1 ICD implanted: (B)(6) 2017, explanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were fractured. A transesophageal echocardiogram (tee) performed at the time of the revision procedure showed a small significant effusion. It was noted that during extraction of the ra lead, there was significant discontinuity encountered before the lead was extracted in its entirety. When using a stylet to aid in extracting the rv lead, the stylet could not advance all the way through the lead due to breaks in the lead from a subclavian crush. While the rv lead was being freed from adhesions and attempted to be extracted with a sheath, the lead snapped. The rv lead was also ultimately able to be extracted in its entirety. A new ra and rv lead were implanted. No further patient complications have been reported as a result of this event.